Manufacturer narrative:
The device history record for this product was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The results of this investigation are inconclusive because the product was not returned for analysis; however, review of the device history record confirmed the product met manufacturing requirements prior to shipment. The cause of the reported event remains unknown.

Event description:
A 6f amplatzer torqvue 180 delivery system (dtv180) was used to implant an 8/6mm amplatzer duct occluder (ado); however, as the ado was partially deployed it was not positioned properly and could not be retracted into the dtv180 sheath. The patient was referred to surgery to remove the ado and delivery system. The patient was reported to be stable, no adverse patient effects were reported and no other device was implanted. Refer to 2135147-2014-00040 for a related medwatch report for the 8/6mm ado.

Manufacturer narrative:
The 6f amplatzer torqvue delivery system was received in the product surveillance lab and was decontaminated. The hemostasis valve, stopcock, and extension tube were each grossly examined, and no kinks or other damage was found. The loader contained a kink immediately distal from the strain relief. The sheath tip was inverted and the body of the sheath was accordianed, which prevented advancement, deployment, and retraction testing. The returned ado was loaded into the returned loader, advanced into a test 6f amplatzer sheath, deployed and retracted without difficulty, under non-physiological conditions. There was no evidence to suggest there was an intrinsic defect in the delivery sheath and the cause for the difficulty retracting the ado during the procedure remains unknown. Refer to 2135147-2014-00040 for a related medwatch report for the ado.